Manufacturer narrative:
The pump remains in use supporting the patient. The external portion/distal end of the percutaneous lead (lead) approximately 9" long was returned for evaluation. Examination revealed that the yellow wire was fractured at the terminus of the bend relief and as a result, the underlying wire conductors were exposed. The characteristic of the disruption appeared consistent with fatigue as a result of repetitive flexing of the lead in this location. There was no evidence of mechanical damage to the wires such as crushing or pinching. The reported pump stoppage and low speed alarms would have occurred as a result of the exposed conductors of the yellow wire contacting the braided shield and creating an electrical short to ground while the patient was supported by the power module. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient had a pump stoppage and low speed warnings. X-ray images showed damage to percutaneous lead shielding near the distal end. An external percutaneous lead replacement was subsequently performed by a manufacturer's technical services team member.